Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - nail head elements: heli/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral trochanteric fracture with tfna. The surgery was completed successfully without any surgical delay. On (B)(6) 2025, the sales rep was contacted by the surgeon that the tfna was scheduled for removal. When the sales representative checked the details, it was found that because the blade was on the verge of perforating the femoral head, the tfna was scheduled to be removed on (B)(6) 2025 and replaced with a bha. This event was caused by poor reduction, which resulted in posterior insertion of the nail and the blade being inserted from the posterior to the anterior part of the neck. The surgeon opined that the event was due to technical issues, not product-related, caused by poor reduction and poor placement of the implant. No further information is available.